Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "failed binary sensors test. Thinks the plunger head is still engaged." Additional notes provided by the facility¿s clinical engineering support services include: "the plunger detector button was having difficulty returning to its original position after being pressed. I found that the force sensor seal was broken and, I think, it was creating to much resistance for the button to overcome. I have reset the seal and button, and it is working again. I have ordered a new seal and if it continues to have these problems I will replace it.I ran the unit through all of its pm tests with no issues. ". Reported problem cause description: "calibration - adjustment". There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿